Event description:
It was reported that during a gastric procedure, the clips would not advance. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results of the el5ml device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed twelve conforming clips as intended; however an intermittent feeding issue was noted during testing. During the analysis, the anti-backup feature did not perform as intended. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feeder shoe tang was noted to be damaged causing the feeding issue. In addition, the ratchet pawl spring was out of position and one clip was found inside the clip track. No conclusion could be reached as to what may have caused the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.